Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s touchscreen became unresponsive, preventing unlocking and interaction with on-screen controls; a replacement unit was arranged and the user temporarily transitioned to backup therapy while continuing cgm use. Symptoms included no reported adverse clinical effects and reportedly unaffected blood glucose. Outcomes included continued device use after the screen function returned, followed by the decision to keep the replacement and return the original due to intermittent charging concerns. Investigation included troubleshooting by support, remote follow-up, and monitoring of device function during continued use. Investigation of this device revealed the device was run through all of its available menu items. The device was also round and rewound several times, with no issues. The touchscreen and display operated as designed. No issues were found operating the device at all.